Manufacturer narrative:
Initial reporter phone no. (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, however, a picture of the impacted prismaflex st100 was provided. The visual inspection of the provided picture showed a blood leak and a crack at the level of the male luer lock (mll) of the return line. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed with blood oozing from the luer connector shortly after starting treatment with a prismaflex st100 set c. There was no patient injury or medical intervention associated with this event. No additional information is available.